Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced insulin leakage from the cartridge and cartridge chamber, and cartridges appeared to deplete faster than expected; the user had been attaching the cartridge to the luer connector outside the pump and then inserting the assembly into the chamber, after which troubleshooting and education on proper supply change were provided. Symptoms included no reported glycemic effects. Outcomes included no reported impact on daily activities or medical care. Investigation included technical support review and user re-education. Investigation of this case revealed improper assembly technique leading to an apparent connection or deployment issue. It was concluded that user technique contributed to the event and that device function was not demonstrated to be defective.